Manufacturer narrative:
Evaluation codes: conclusion: based on the complaint history, the root cause of the lens damage has been determined to be due to the foam tip plunger.

Event description:
The reporter stated the surgeon inserted an eyeonics lens and the hinge of the lens broke off. The lens was removed and another same type lens was implanted. One suture was required to close the incision. The reporter stated the likely cause of the iol damage was due to the foam tip plunger/overrode iol.